Event description:
It was reported that the patient states therapy keeps turning itself off . Patient mentioned tremoring /shaking so bad patient states this morning patient was laying in bed talking to sister on the phone and patient felt like they were getting shocked and it went right up right arm, lip and sometimes to right arm and into brain. Pss asked for event date- patient says this has happened a number of times and patient has told the neurologist about it 2 3 weeks ago. Patient states they have a nurse that usually helps patient go in and see her and it is a long process but the nurse thought maybe the wires needed to be changed but didn't know . Patient does not know why it is turning off and usually patient can turn it back on with the programmer but patient cannot do that now. Patient states keeping implantable neurostimulator (ins) charged up about every other night , one ins usually shows about 75% and the other 50%. Troubleshooting showed recharger was able to connect with left ins and had 6 coupling boxes . Ins icon showed ins was about 1/4 to 1/3 charged. Patient states recharger icon shows recharger is fully charged but does not see lightening bolt ( ins off) pss reviewed patient needs to charge ins and then can use programmer to turn therapy back on. Patient did not want to try the right ins because she wanted to continue charging the left. Patient states one of the ins 's settings is at 4.60. Patient will continue to charge and then will turn therapy on. Refer to manufacturer's report 3004209178-2023-10182 for details pertaining to the reportable related event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.